Manufacturer narrative:
There is no connection that can be made at this time between the reported post-operative complications and any problem with the bard/davol device used to treat the patient. No specific device issue has been alleged. Additional information has been requested, however at this time we have not received a response. Based on the limited information provided no conclusion can be made. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Note the contact reports the date of implant to be 2005, however the date of manufacture for the lot number provided is in 2007. Should additional information be obtained, a supplemental emdr will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Remains implanted.

Event description:
It is alleged that in 2005 the patient was implanted with a bard composix l/p mesh. As alleged approximately one year later the patient began to have issues. The contact reports that the patient has had four follow up surgeries and that part of her colon had to be removed due to obstruction.

Manufacturer narrative:
This is an addendum based on additional and corrected information provided by the contact in follow up. It was initially alleged that the date of implant was in 2005. However, based on the lot number provided that would not have been possible as the lot was released for distribution in 2007. The contact has clarified that the date of implant was (B)(6) 2008. Based on the additional information provided, the results of this investigation remain unchanged. No conclusion can be made. Recurrence is a known inherent risk of hernia repair surgery. The adverse reaction section of the instructions-for-use lists recurrence as a possible complication. Should additional information be obtained, a supplemental emdr will be submitted.

Event description:
As reported on (B)(6) 2018: it is alleged that in 2005 the patient was implanted with a bard composix l/p mesh. As alleged approximately one year later the patient began to have issues. The contact reports that the patient has had four follow up surgeries and that part of her colon had to be removed due to obstruction. Addendum: on (B)(6) 2008 - the patient underwent implant of the bard/davol composix l/p mesh. On (B)(6) 2018 - the patient underwent a surgical procedure for "torn mesh and hernia."